Manufacturer narrative:
Should have been reported as 08-06-2019 in the first supplemental. The device evaluation and the additional information were reported within 30 days.

Event description:
Information was received indicating that smiths medical cadd ms3 pump indicated "cartridge not detected" even though the cartridge was attached. The reported that the event occurred multiple times. There were no adverse effects to the patient due to the reported event.

Manufacturer narrative:
Device analysis: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was able to be verified. The pump was inspected and powered up, it alarmed and failed to detect cartridge. Further investigation of the pump determined that the rear housing was broken and was the root cause of the issue. Service will replace the rear housing to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.